Event description:
It was reported that during the implant procedure, the physician was slitting the outer catheter of the lead when the process became more difficult as it moved down the catheter. The slitter could not progress for the last three to four centimeters (cm) on the distal end of the lead. The guide wire was clearly visible for approximately 20 cm during slitting. The physician slit the catheter with a scissor in the opposite direction of the slitting for approximately three to four millimeters and then the remainder of the catheter could be easily slit. It was suspected the slitter position was too close to the guide wire. The status of the slitter is unknown. The catheter was returned to the manufacturer. The lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the catheter was returned and analyzed. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual summary analysis indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.